Event description:
The customer alleged an error code that indicates ventilator became inoperative. Pt involvement is unknown as customer has not responded. The mallinckrodt customer suport engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.